Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced high blood glucose level of 445 mg/dl and insulin pump was not working. The customer¿s blood glucose was 440 mg/dl. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. The customer stated that the insulin pump was not delivering insulin. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, unexpected restart rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display anomaly and no excessive no delivery alarm noted. (B)(4).